Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced shortness of breath, syncope, and dizziness. The patient stated they went to emergency room and their heart rate was lower than the programmed lower rate of their implantable cardioverter defibrillator (ICD). The patient reported the ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.